Event description:
A surgeon reported three pts with anterior cell growth following intraocular lens (iol) implant surgery. Pt impact for all three pts remains unk. For this pt, the surgeon reported the growth as stringy from the anterior lens capsule edge for 360 degrees onto the surface of the iol. Additional info has been requested. There are four medical device reports associated with this event. This report is for the first pt.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 09/27/2010, 09/28/2010, 09/29/2010, 10/05/2010, and 10/11/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).